Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
Implant required slight adjustment. Adjustment time was 15min.

Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. The reported event could not be confirmed as no images were provided for review. Stryker¿s custom design team confirmed the implant was correctly designed and manufactured per specifications, with surgeon approval on the design and planned resection before shipment. Although surgical challenges¿including cranial navigation replacement causing a 15-minute delay and an optic nerve injury¿occurred during tumor resection, these issues were unrelated to the implant, which was deemed free of defects. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.